Manufacturer narrative:
The reported malfunction was observed and attributed to a loose system interconnection cable. The cable was replaced to correct the reported malfunction. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device powered on without display. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.